Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that while performing system diagnostics, a surgeon obtained eos message with 0 months while replacing the pt's previous generator due to end of service. A company rep indicated the surgeon was using bovie but unk if the generator was in the sterile field while bovie was used. At the moment good faith attempts to obtain add'l info have been unsuccessful to date. The reported generator was returned to the MFR and is currently undergoing analysis.